Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. Signs of use in the form of biological material were found in the extension lines. Visual inspection revealed the distal extension line was separated from its luer hub. The distal luer hub was not returned. The point of separation was rough. The catheter body appeared to be intentionally cut and the distal portion was not returned. The total length of the catheter body measured to be 15 mm which is not within specifications of 604-624 mm per product drawing. This implies at least 589 mm of the catheter body were not returned. The outer diameter of the distal lumen measured to be 2.18 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the distal lumen measured to be 0.057" or 1.4478 mm, which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and proximal lumens were flushed using a water-filled lab inventory syringe. They both flushed as expected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated from the luer hub. The catheter passed all relevant dimensional and functional testing. A device history record review was performed based on a potential lot number from sales history, and no relevant findings were found. Without the distal luer hub returned the root cause of this complaint could not be determined. Teleflex will continue to monitor and trend on complaints of this nature. Section d.1.-brand name corrected to arrow cvc kit: 3-lumen 7 fr x 60 cm. Section d.4.-catalog number corrected to ak-17753-j. Section d.4.-lot# changed to unknown.

Event description:
It was reported that the luer hub detached from the extension line of the distal lumen while in use. Therefore, the catheter was replaced with a new one. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the luer hub detached from the extension line of the distal lumen while in use. Therefore, the catheter was replaced with a new one. No patient harm reported. The patient's condition is reported as fine.